Event description:
The article, "calcification of surgical aortic bioprostheses and its impact on clinical outcome", was reviewed. The article presented a case study of a 82-year-old female patient. It was reported that on an unknown date, a 19mm trifecta valve was implanted. It was later reported on an unknown date, the patient presented with general structural structural deterioration of the trifecta valve due to severe calcification. A decision was made to explant the device. The article concluded that CT scan is a reliable tool to assess bp leaflet calcification. An avc>100 au is tightly associated with svd and it is a strong predictor of overall mortality and cardiovascular events. [The primary and corresponding author was thierry le tourneau, chu de nantes, 44093 nantes, france, with corresponding email: thletourneau@yahoo.fr].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "calcification of surgical aortic bioprostheses and its impact on clinical outcome" the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
As reported through a case study of a 82-year-old female patient. A 19mm trifecta valve was implanted. Later on, the patient presented with general structural structural deterioration of the trifecta valve due to severe calcification. A decision was made to explant the device. The article concluded that CT scan is a reliable tool to assess bp leaflet calcification. An avc>100 au is tightly associated with svd and it is a strong predictor of overall mortality and cardiovascular events. Some of the complications reported were surgical intervention (explant of device), hospitalization, structural valve deterioration, and calcification. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported events could not be conclusively determined. There is no indication of a product issue with regards to manufacture, design, or labeling. Literature attachment: article title: calcification of surgical aortic bioprostheses and its impact on clinical outcome.